Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed before waking up the patient. It was noted that there was a lateral imprecision of 2.7 millimeters. The site found that when moving towards the tip of the nose from the brow, the imprecision would occur. There was no visible strain on the cable of the patient tracker and that there was no metal interference in the field. It was reported that the patient tracker was placed just below a wave form monitor used by anesthesia and the tracker and monitor pad were touching. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the navigation system was replaced. The navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.